Event description:
Rptr had problems with severe facial swelling months after implantation, developed osteomyelitis, and fossal liner fractured into 4-5 pieces. Only four pieces were retrieved at explant and pt may have a fifth piece still in. Rptr also developed a fistula in her inner ear. Pt has now had 5 reconstructive surgeries since, and they have not yet been able to reconstruct her jaw at this time. As a result of the fistula, pt has lost her hearing in that ear and is disabled. Rptr is also having difficulty with fractured teeth due to alterations in her bite as a result of the numerous surgeries. Pt is also on chronic pain medication. Rptr feels that MFR is falsly representing their success and failure rates.